Event description:
A pt (age and initials not provided) had a negative osom hcg urine pregnancy test and underwent an unspecified surgical procedure after receiving general anesthesia. Subsequently, serum quantitative testing was positive for pregnancy (239 miu/ml). The urine osom hcg was negative upon repeat. The site reported that control lines were present for both tests performed. The pt tested positive on another brand of rapid hcg test. The urine sample was subsequently discarded. No consequences to the pt or fetus have been reported.